Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad unresponsive. Customer stated o button was not responsive. Customer stated an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.